Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations found the primary failure of frayed grip cable to be related to the customer reported complaint. The instrument was found to have a frayed grip cable at the grip hub, but the cable is not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Probable root cause is attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps wire was exposed. There was no report of patient involvement. Intuitive followed up and obtained additional information. Prior to reprocessing. It was set aside by the or as broken after the procedure, then tagged in spd and sent back to me. Instrument was inspected and nothing was noticed. They don¿t remember it being broken when they saw it, but it was definitely frayed. Instrument was returned under rma30433176-d. No images or videos available.